Event description:
--

Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, detailed mechanical and electrical testing was performed on the device. The device battery status was ert. The device functioned normally throughout testing. Laboratory analysis determined that this device experienced normal battery depletion; however, the estimated longevity remaining value appeared to decrease more quickly than expected between routine follow-ups. Factors influencing the estimated longevity remaining calculation include pacing rate, amplitude, pulse-width and lead impedance. Any (even slight) changes in these factors will impact the battery consumption calculation and therefore the remaining longevity estimate. Please note that, despite the drop in estimated longevity remaining, the actual battery condition did not change significantly between follow-ups. In summary, it was determined that this device experienced normal battery depletion, but declared ert earlier than previously estimated.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this pacemaker showed two years difference of longevity between the programmer screen and printed strip. In addition, the physician wanted to know which is the correct information and the appropriate time for the next follow-up. Boston scientific technical services (ts) stated that the device battery indicators are working independently. Further, recommended to use the shortest longevity indicator for the next follow-up scheduling. This pacemaker remains in service. No adverse patient effects were reported.

Event description:
Additional information noted that a few follow ups had taken place in 2014, the device had triggered end of life (eol) and premature battery depletion was suspected. The device was later explanted and replaced. The device will be returned. Upon return and analysis this investigation will be updated.

Manufacturer narrative:
(B)(4).